Event description:
During baxter's functionality testing of a spectrum pump, it displayed the air in line message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the air in line message. During baxter's eval, the functional testing failure was confirmed, but was unable to reproduce the failure. Air in line messages were confirmed through review of the event history log. The eval was unable to determine the cause. The upstream sensor is a known contributor to this symptom and has been replaced.